Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator showed a power anomaly. A boston scientific company representative verified that there was a spark on the communicator. The company representative advised the field representative that a new communicator will be sent. The communicator is no longer in service. No adverse patient effects were reported.